Event description:
It was reported that customer received a no delivery alarm. It was also reported that customer changed infusion set but it was not recorded on pump which is an anomaly. Customer was advised to call when a no delivery was received in order to troubleshoot and to notate when infusion sets were changed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.